Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a loose j1005 connector for the response button ribbon cable on the ca board. The root cause for the loose connector could not be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor returned a patient's monitor and reported that the response buttons were non-functional.